Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08967. It was reported that the patient presented for a follow up in clinic. It was noted that the pace -sense portion of the patient's old riata right ventricular lead was capped in 2005 due to undersensing during induced ventricular fibrillation while the defibrillation portion remained in use. The pace -sense portion of a replacement tendril sts lead was now in use and oversensing was being observed on this lead and could not be programmed around. No changes were made at this time. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes a two pieced fracture was observed on the old riata lead. The majority of the lead was extracted successfully on (B)(6) 2019 while a separated distal tip remained in the heart. This distal tip of the riata was in the epicardium which led to the decision not to snare. The lead was replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of ¿under-sensing¿ and ¿lead fracture¿ were confirmed. A partial lead was returned in two pieces. The connector portion (a) measured 18.2 cm while the distal portion (b) measured 38.2 cm. The lead was returned without the ring electrode and helix components. After dissecting the distal portion of the lead to expose the inner coil, it was confirmed that the inner coil was fractured. The inner coil was completely calcified indicating that the inner coil was exposed in the body after fracture. The reported events are isolated to the broken inner coil at the distal end of the lead portion. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasions were noted in multiple locations between the shock coils breaching the ring electrode and right ventricle cable lumens and beneath the right ventricle shock coil breaching the ring electrode (re) cable lumen. In one location between the shock coils the tetrafluoroethylene (etfe) cable coating of one ring electrode cable was abraded and in another location between the shock coils the inner lumen and polytetrafluoroethylene (ptfe) liner was abraded exposing the inner coil. In one location beneath the shock coil adjacent to the proximal collar, both ring electrode cables were abraded/melted. Summary of location of abrasions: (I) internal insulation abrasion was noted at 10.8 cm to 12.8 cm from the distal end of the right ventricular rv shock coil. The insulation abrasion breached the re cable lumen with an abrasion noted to one of the etfe cable coatings. (Ii) internal insulation abrasion was noted at 10.9 cm to 11.1 cm from the distal end of the rv shock coil. The insulation abrasion breached the rv cable lumen with no damage noted to the etfe cable coating. The inner lumen was abraded in this region with no damage noted to the ptfe liner. (Iii) internal insulation abrasion was noted at 11.6 cm to 12.6 cm from the distal end of the rv shock coil. The insulation abrasion breached the rv cable lumen with no damage noted to the etfe cable coating. The inner lumen was abraded in this region with an abrasion noted to the ptfe liner exposing the inner coil. (IV) internal insulation abrasions [noted at 0.2 cm to 0.5 cm, 0.9 cm to 1.0 cm, 1.3 cm to 1.4 cm, 1.8 cm to 2.1 cm, 2.9 cm to 3.0 cm and 4.6 cm to 4.7 cm from the distal end of the rv shock coil].

Event description:
New information notes that the right ventricular lead was scheduled to be explanted. The patient was stable.